Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: gas/air leak due to disconnection on ventilator side during ventilation. The patient got connected to another ventilator. The patient was manually ventilated before being reconnected to another ventilator. No harm to patient and/or third party reported. Still under investigation.

Manufacturer narrative:
It was reported that wrong positive alarm disconnection on ventilator side alarmed during ventilation of a patient. The ventilation continued. The patient was moved to another device. No harm to patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was that the alarm criteria in the software caused wrong positive alarm. After the software was updated to the latest version the device was released back into use.